Manufacturer narrative:
Unique identifier (UDI): (B)(4). The field service engineer (fse) found the photo-multiplier tube (pmt) high voltage (hv) printed circuit board (pcb) was damaged. The fse replaced the pmt hv pcb and performed mechanical and operational checks. Instrument performance tests were acceptable. No issues were identified during a review of the alarm trace. The service actions resolved the issue.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for troponin t stat on a cobas 6000 e 601 module. The initial result was 0.046 ng/ml. This result was reported outside of the laboratory where it was questioned by the doctor. The repeat result was <0.010 ng/ml with a data flag and was believed to be correct. The troponin t stat reagent lot number and expiration date were not provided.